Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall, and the agent guided the user to restart the device, perform a dry run, and replace the connector piece; the user then completed a full supply change and the issue resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor alert, which was resolved after the connector piece and supplies were changed. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.